Event description:
It was later reported that the guidewire seemed to have split and tangled/spun on itself, becoming a twisty spring like shape when the devices were pulled it out. The guidewire caught on the catheter and damaged it.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012560579 was returned and analyzed. Visual inspection was carried out. On the spiral array segment, inverted array was observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the nitinol wire was observed to be bent in the proximal arm. On the handle segment, the capture device's adapter was observed to be detached. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Guidewire to catheter compatibility testing. Guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanisms were conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter. The catheter failed the return product inspection due to spiral array observed to be inverted, the spiral array pebax tube observed to be kinked, the nitinol wire in the spiral arrays proximal arm observed to be bent, the adapter to the capture device was observed to be detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: psg100 (serial: (B)(6)); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter array inverted and was unable to extend the wire as it was caught on the catheter. Fluoroscopy revealed the spiral array in an irregular formation. Upon removal, the wire was found to be "in poor condition" and had pulled on the array. The catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.